Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, two tracheostomy tubes were not cleaned properly and obturator was noted to be sticking. The customer indicated that the patient was extubated and reintubation was required.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of neonatal tracheostomy tube was received for evaluation. Along with the cannula an obturator was received. A functional test was performed the received obturator was impregnated with alcohol and inserted into the cannula and no obstruction or difficulties were detected during the test, neither ridges were observed in the inner diameter of the cannula, no stickiness was observed in the obturator neither indie the cannula. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.